Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk and with severely scratched display window noted. However, the insulin pump passed displacement test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked display window.